Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation (intermittent)-date of event is unknown. Diagnostics showed low impedance values. It was also reported the physician determined the scs lead was fractured. As a result, the scs lead/anchor was explanted and replaced which resolved the issue.